Event description:
It was reported that during a cryo ablation procedure, during manipulation at the right inferior pulmonary vein (ripv) ostium in a challenging anatomy with little space, it was observed in fluoroscopy that the balloon catheter was kinked. With further manipulation the balloon catheter jumped out of the ostium. An error message was received indicating that there was blood detected at the patient board (catheter shaft impedance wire blood detection). The coaxial umbilical cable was disconnected and it was replaced together with the balloon catheter. Since it was difficult to remove the mapping catheter from the balloon catheter, the balloon catheter was removed from the patient together with the mapping catheter. The balloon catheter, mapping catheter, and coaxial umbilical cable were replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 228964788 was returned and analyzed. Visual inspection was performed. The loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was ribbed at approximately 4.5 inches from the loop distal tip. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 11.63 inches from the lemo connector. The introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.